Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records was performed and no complaint related issues were found. The additional evaluation revealed that there is indeed a discoloration mark on the inside of the cutting edge. Obviously the discoloration has not been spotted before sterilization. We can suppose that the tip was not dry enough and caused the discoloration/rust. Unfortunately we are not able to comprehend the mentioned problem. The manufacturing documents were reviewed and no discrepancies to the specifications were found. No product fault could be detected.

Event description:
It was reported that the instrument has never been used, but after sterilization at the hospital they discovered a spot at the top of instrument. This is report 1 of 1 for complaint (B)(4).